Event description:
Pt was dialyzed in 2006 for 3 1/2 hours. Pt completed treatment and had bloody urine, so was sent to the hospital. The hospital notified facility that the blood was hemolyzed. The pt was hospitalized for six days. There were no alarms during the treatment. The machine was used after that for another treatment with no problems.

Manufacturer narrative:
Laboratory data does support the diagnosis of hemolysis. A clinical complaint investigation was performed. No failures were confirmed on the blood tubing set. The cause for the hemolysis is unknown. The blood tubing set used on the treatment is not available for investigation and the lot number is uncertain. During the clinical investigation, 3 possible lot numbers were identified: 02m157175, 03m157152 or 03k15340. Retain samples of the lots 02m157175 and 03m157152 were submitted to visual inspection, functional testing and physical characteristics analyzed, the retain samples of the lot 03k15340 by local procedure were destroyed and its not available for investigation. For conclusion of the analysis see attachments. There is no evidence that suggests that a blood tubing set caused or contributed to this incident.